Event description:
Druing service the turbine was found not spinning, no volume being delivered, with an audible and visual disc/sence alarm. Replaced the turbine, due to intermittent connection, to correct the failure mode.